Event description:
A customer reported that unexpected negative reactivity was obtained on the antibody identification assay on galileo echo (B)(4).

Manufacturer narrative:
The result files were reviewed by an immucor technical support specialist. Antibody screening results appeared as reported by the instrument. Cells 2 and 3 on the antibody identification panel, which resulted as negative, visually appeared weak positive or equivocal. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.